Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found green flash was observed from the tip of the fiber when connected to the device. However, there was no green flash leaking from anywhere other than the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the laser fiber broke on the 150 micron tfl single use fiber. The issue occurred during right endoscopic combined intrarenal surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to UDI which was inadvertently left out of initial. Correction to device evaluation: the reportable malfunction was not confirmed during device inspection. The proximal handle/ connector end was intact with the proximal cap on. There were no kinks or breaks along the length of the fiber shaft and the distal tip was intact and appeared unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, no problem was found. It is likely the green flash was the aiming beam of the device. Olympus will continue to monitor field performance for this device.